Manufacturer narrative:
Investigation of the returned device a visual inspection was performed on the exterior of product and no damage was found. The reported complaint has been confirmed. Unit makes a grinding sound and gets hot during functional testing. The cable was removed and motor/gearbox are jammed. A corroded motor/gear box is the most likely cause of the complaint. The complaint investigation has concluded that this unit has succumbed to expected wear and tear since unit is 2 years old. (B)(4).

Event description:
During an ankle arthroscopy procedure while using the dyonics powermini, with hand controls device, the handpiece overheated during use. There was a slight delay as they had to wrap handpiece in wet raytecs to allow surgeon to use towards end of case. The device is cleaned by handwashing and steam.